Event description:
It was reported that during a rotator cuff repair, the inserter was found to be rust. The procedure was completed without significant delay using a competitor device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images found an arthroscopic view of the device in use. There is discoloration resembling corrosion in the laser markings of the device. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and there is debris on the device. A discoloration resembling corrosion is visible on the laser markings of the device. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, the inserter was found to be rust. The procedure was completed without significant delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.